Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted due loss of capture an high pacing thresholds. During the reposition of this lead the helix was unable to retract, therefore, this lead was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this right ventricular (rv) lead was explanted due loss of capture an high pacing thresholds. During the reposition of this lead the helix was unable to retract, therefore, this lead was successfully replaced. No additional adverse patient effects were reported. Additional information was received from product investigation closure indicating that the lead was found fractured. This report has been updated.

Event description:
It was reported that this right ventricular (rv) lead was explanted due loss of capture an high pacing thresholds. During the reposition of this lead the helix was unable to retract, therefore, this lead was successfully replaced. No additional adverse patient effects were reported. Additional information was received from product investigation closure indicating that the lead was found fractured. This report has been updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. This correction report was sent to clarify that patient code 3191 captures the reportable event of surgery.